Manufacturer narrative:
The customer's e601 analyzer's measuring cells were replaced. No patient sample material was available for investigation. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys anti-hcv ii immunoassay results for 2 patient samples on two cobas 6000 e601 modules compared to two abbott alinity analyzers. For patient 1, the initial anti-hcv results were 0.047 coi and 0.041 coi, both interpreted as non-reactive. The sample was tested on an abbott alinity analyzer and the result was 4.61 s/co. The sample was sent to another laboratory where the sample was tested on another e601 and abbott alinity analyzer. The other laboratory's e601 result was 0.041 coi and the alinity result was 4.57 s/co. For patient 2, the initial anti-hcv result was 0.04 coi, interpreted as non-reactive. The sample was tested on an abbott alinity analyzer and the result was 8.84 s/co. The sample was sent to another laboratory where the sample was tested on another alinity analyzer and the result was 8.59 s/co.

Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc data provided was acceptable. The patient samples are not available for investigation. The investigation is ongoing.